Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to a procedure, the device would not hold the needle. It made a strange noise while attempting to transfer and load the needle. There was no patient contact.